Event description:
It was reported that, during a donor nephrectomy procedure for transplantation, the device was fired once across the renal vein and performed as intended. The hilum was examined thoroughly prior to completion of the laparoscopic donor case with visualization of the cut ends of the artery and vein, with both were hemostatic. In addition, when pneumoperitoneum was vented to 4mmhg, there were no leaks detected. Six hours post operatively; the pt was discovered to be hypotensive, tachycardic with decreased mentation. The pt was diagnosed with postoperative intraabdominal hemorrhage. Emergency surgery was performed. The surgeon noted that the clipped renal artery stump continued to demonstrate pulsatile leak from the cut end. The product used as this site was not an ethicon endo-surgery product. The surgeon also noted that the staple line on the renal vein was oozing, mainly from the caudad end of the staple line. The staple line was examined and it did not demonstrate any obvious cause. It was difficult to assess the "formation" of staples once they have been deployed, especially in the area of the renal hilum, which is hard to visualize. Once the vein stump had been over sewn with prolene, the bleeding from the stump end stopped. Pt was given 7 units of blood. The pt is recovering as per normal from the operation.